Manufacturer narrative:
During routine preventive maintenance (pm) testing of the z-800wf infusion pump at (B)(6)(third party). The device was found to have failed the flow rate test. The pump was then shipped here so we could update the DHR to match the pump. A review of the device's serial number history revealed one similar complaint. Reference to complaint # (B)(4).

Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 complaint remediation. Upon reassessment, flow rate failures +5% to + 15% or -5% to -15% would not lead to the harm of a patient. The reported flow rate failure mode has been determined to be non-reportable. The severity of this failure is 1 - inconvenience or temporary discomfort. Reportability assessment: our evaluation concluded that this complaint reported did not pose risk to health to patient, users or bystanders, did not allege a serious injury or death and would not cause or contribute to a serious injury or death if the reported issue recurred. This event is not reportable. Reference to complaint # (B)(4).

Event description:
On 10/15/2024, zyno medical received a request from the customer stating they needed the hex file. Per the customer the pump calibrated the volume.no patient was involved as it was discovered during testing.

Manufacturer narrative:
There is anothe rcomplaints on the device related to this issue. This pump underwent routine maintenance testing by a third-party service provider where it was detected the pump's performance fell outside the acceptable range for offset. Following this discovery, the end user requested a hex file to recalibrate the pump. As a result, it is determined that the device does not need to be returned for further evaluation, given that the recalibration has successfully addressed the issue. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint # (B)(4).